Event description:
A malfunction with code malf 5 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to call back if the issue recurred, and the customer confirmed their understanding.